Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak hypodermic syringe with needle there was an issue with broken syringe cover/cap. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd plastipak hypodermic syringe with needle there was an issue with broken syringe cover/cap. There was no report of injury or medical intervention.

Manufacturer narrative:
It was performed the DHR, maintenance record analysis, quality notification analysis and no deviation was found for this batch. Picture was sent by the customer and it was possible to perform an investigation and determine the probable root cause for the defect. The manufacturing processes are validated with defined acceptance criteria. From these information¿s it is possible confirm the complaint. The root cause for this failure mode occurred due to a crash between shield and hub. At this step of the assembly process a misaligned between both can have caused the shield fracture.